Event description:
It was reported that a fracture on the distal end near the basket occurred. The target lesion was located in the saphenous vein graft area. A 190cm filterwire ez was selected for use. During preparation, a snap was felt while pulling the device and a wire was exposed 4-5 section distal end of the blue sheath near the basket. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the sheath slit and the filter bag came back deployed. It is possible to observe the spring tip was bent and stretched. Also, the wire was exposed through the sheath slit. Functional inspection was performed. Sheathing/unsheathing test cannot be performed since the wire was exposed through the sheath slit.

Event description:
It was reported that a fracture on the distal end near the basket occurred. The target lesion was located in the saphenous vein graft area. A 190cm filterwire ez was selected for use. During preparation, a snap was felt while pulling the device and a wire was exposed 4-5 section distal end of the blue sheath near the basket. The procedure was completed via alternative method. No patient complications were reported.